Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected gi monitor result above the normal reference range for one patient that was generated by the unicel dxi 800 access immunoassay system. Erroneous results were reported out of the laboratory. However, repeat testing on both the original instrument and an alternate instrument produced lower results within a different diagnostic category. The results, provided by the customer, are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer, most of the gi monitor samples the lab processes are collected off-site in serum tubes. The customer centrifuges the samples twice for ten minutes at 4000 rpm. The customer noted that the sample was normal in appearance. Both levels of gi monitor qc were within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event: the fse performed multiple routine system checks, which no issues were noted; the fse installed new peri pump tubing, calibrated the pressure sensors and adjusted all pipettor alignments; the fse also replaced multiple hardware appliances. Although hardware was a contributing factor, a definitive device failure has not been determined to date for this event.